Manufacturer narrative:
An event of a regurgitation jet was reported. No anomalies were found with the valve cusps, and functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2020, a 31mm epic valve was selected for implant. After coming off bypass, the valve was observed to have a regurgitation jet on transesophageal echo (tee). The patient was put back on bypass and the valve was explanted and replaced with another 31mm epic mitral valve. The patient is currently recovering.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 31mm epic valve was selected for implant. After coming off bypass, the valve was observed to have a regurgitation jet on transesophageal echo (tee). The patient was put back on bypass and the valve was explanted and replaced with another tissue valve (unknown model). The patient is currently recovering.